Event description:
Right side front frame allegedly broke away from the chair. Broken end allegedly stayed attached to the frame. Unknown to dealer how this happened, dealer alleges that the end user is 'aggressive' with her driving. No injury alleged.

Manufacturer narrative:
RMA has not been initiated for this issue. Model orbit serial number/date code (B)(4) is approximately 9 years six months of age. The user manual part number 1073955 was issued with this device. The alleged consumer of the powerchair broke the frame of the chair due to reckless driving. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers is (B)(6), and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.